Manufacturer narrative:
Device received with all buttons responding properly. No damager on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device was tested with water fill with test reservoir. No air bubbles anomaly noted. Pump received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sometimes unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had failed battery test alarm and low battery alert after a week. The insulin pump case had cracked on the front of the insulin pump and reservoir. The customer also noted air bubbles in the reservoir during therapy. The device will not be returned for analysis.